Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that another manufacturer's wire became stuck in the drainage catheter and was bent and frayed upon removal, and that a piece of plastic broke from the device. However, the catheter was found to be intact and undamaged. Another set was used to continue the procedure, no pieces were left in the patient, and there were no injuries or additional procedures.